Event description:
It was reported that the patient presented for a magnetic resonance imaging (MRI) procedure. After the MRI, it was noted that the implantable cardioverter defibrillator went into backup mode. High voltage therapies were disabled as a result. The device was restored successfully. The patient was in stable condition.